Manufacturer narrative:
Additional information: a3.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer's reference number: 2017865-2021-31084. It was reported the patient presented in the clinic. Upon interrogation, it was observed the patient's right atrial (ra) lead was sensing noise leading to inappropriate mode switching. The ra lead also had inadequate capture. The right ventricular lead was oversensing post-paced t-waves. The patient's device was reprogrammed. The patient experienced no symptoms related to this event.